Event description:
It was reported this lead is showing high thresholds and bipolar lead failure. Polarity is currently programmed unipolar. Recent periodic iegms on home monitoring show intermittent noise on the rv channel. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.